Manufacturer narrative:
The t:slim x2 g6 user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 300 mg/dl. Customer was treated with intravenous insulin, and released from the ER 6 hours later. Subsequently, customer¿s bg decreased to 50 mg/dl. Reportedly, the cause for customer¿s bg decreasing was due to treatment received in the ER. Customer addressed bg with food. Reportedly, the customer was using fiasp insulin within the cartridge. Tandem technical support educated the customer that fiasp was not labeled for use with the cartridge.